Event description:
Per the clinic, the patient experienced breakdown of the external auditory canal, exposing the implant. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.